Event description:
It was reported that the implantable cardioverter defibrillator (ICD) device detected supra ventricular tachycardia (svt) for an episode that the clinician classified as ventricular tachycardia (vt). Onset reset the vt count to zero and prevented the episode from being treated when the patient needed therapy. The clinician will reprogram to disable onset and increase vt detection and associated therapy aggressiveness. The device remains in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. (B)(4).